Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump would deliver anesthesia medication at an inaccurate flow rate. During this occurrence, an inaccurate volume of propofol was being infused and there were no alarms to alert the clinician that the flow was below the intended rate. This issue was resolved by reloading the set. This occurred during the delivery process in the operating room department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, d5, e4, f10/h6: medical device problem codes (add code), g2 (add source), h3, h6, h10, h11. Correction: d10. B5: it was further specified the administration set was loaded without the tubing being held in by the retainer clip. H11: the device was received for evaluation. A functional flow rate accuracy testing was performed and the device met specifications; there were no occlusion or alarms observed. A review of the event history log identified 'downstream occlusion alarm is set' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. However, the device guide (IFU, instruction for use) indicates to ensure the tubing is held by the retainer clip when loading the administration to avoid a potential occlusion and impact to infusion accuracy. Should additional relevant information become available, a supplemental report will be submitted.